Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to the patient ¿not wearing a mask and made a mistake while hooking up the pd disposables¿ (no further detail was provided). The patient was hospitalized for one week for the peritonitis. On an unreported date, the patient began treatment with unspecified intraperitoneal antibiotics (doses and frequencies were not reported). At the time of this report, the patient had one more day of antibiotic treatment left and was recovering. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.